Event description:
A biomed reported that a patient received an over infusion of ativan. He stated that an entire bag of ativan infused in 2 hours instead of the 12 hours intended. He stated that the nurse programmed the medication to run at 1 cc per hour. He has requested an event log review. Additional information provided by the nurse stated that the medication ativan with concentration of 50 ml in a 50 ml IV bag was intended run at 1mg/hr. The nurse stated that the medication was set up as a primary infusion. The tubing was primed and the nurse stated that there was 26 ml left. The medication was started at 1755 (date not provided). At 1900 the pump started alarming air in line and the nurse noticed the bag was completely empty. No fluid was noticed on the ground or the device. The pump was removed from the patient and no patient harm occurred. The nurse had the programming on the device checked and stated it was programmed at 1 ml per hour. The ativan bag was checked for integrity and found ot be intact. The patient was also receiving fentanyl and the nurse checked the fentanyl infusion and the accurate amount of remaining fentanyl was verified to be correct. Ativan was the only medication that reportedly infused too fast. There was no patient harm reported and no medical intervention was required. Customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.